Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 03429, 0001825034-2018-03430, 0001825034 - 2018 - 03431, 0001825034 - 2018 - 03433. Concomitant medical products: 14-451095 7.5mm telescope lag scr 95mm, lot 815560, 14-451100 7.5mm telescope lag scr 100mm, lot 815640, 14-453010 limited collapse sleeve 10mm, lot 693700, 14-451002 130 deg 2-hole left neck fx, lot 739700. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation not returned to manufacturer.

Event description:
It was reported the patient experienced post operative pain. Attempts have been made and no further information is available.